Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the endoscope controller (ec) and orange fiber cable after attempting to clean them without resolve. The issue was resolved after parts were replaced and a test drive was completed without issue. While reviewing error logs on site, the fse did see a 23099 error code being reported by universal surgical manipulator (usm) compute engine (uce5), a low level error happening since april pertaining to orienting platform (op) motor. Fse contacted tech support regarding issue and notified robotics coordinator (roco) in case they start to feel like the op is not rotating correctly. The system was tested and verified as ready for use. Isi received the ec unit involved with this complaint and completed the device evaluation. Failure analysis (fa) was not able to reproduce the reported complaint. This case was opened to address customer concern with error 319 and 54 prompt to clean fiber cable connections. The error logs show 26 occurrences of error 54. The ec was installed with a printed circuit assembly (pca) test system which launched in maintenance mode to program unit software, then power cycled 10x without error. There was no trouble fund with this ec. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to another da vinci system after the start of the procedure due to system errors pointing to the ec. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered a 319 fault. The technical support engineer (tse) reviewed live logs and identified error 319 pointing to the endoscopic controller (ec) alongside error 54 entries, pointing to the orange fiber cable connection to the ec. The tse walked the customer through reseating all ec/video processor (vp) power and communication cables, as well as verifying that the circuit breakers are in the on position, however, the error returned upon startup. The tse walked the customer through a hard power cycle of the vision side cart (vsc) and cleaning of the orange ec/vp fiber cable with canned air, but there was no change. The tse recommended another hard power cycle and cable cleaning, however, the customer elected to convert to another da vinci system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.